Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the initially customer called to simply report they were changing out an arctic sun device for reading improper patient temperature. Patient temperature (pt) was33.5c esophageal/arctic sun, but 36.3c when verified by axillary. Patient was warm to the touch, so they were changing this device out. They were moving the patient to (B)(6) when they paged me. Offered to stay with them an ensure new device starts properly. Started therapy on new device. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.9lpm. They say the baby's temperature must have fallen back down while troubleshooting the device. Guided to system diagnostics. It took a few minutes for this device to stabilize. It sat at -10psi and while trying to remove the fluid delivery line (fdl) which they were unable to do anyway inlet pressure (ip) was stabilized to -7psi. System hours were 3671, pump hours were 758, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.9lpm. Explained correlation between heater capacity and flow rate and prefers to wait and see if any additional troubleshooting is needed. Suggested to contact if any additional alerts or alarms or if flow rate (fr) was unable to maintain at 0.9lpm.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was33.5c esophageal/arctic sun, but 36.3c when verified by axillary. Patient was warm to the touch, so they were changing this device out. They were moving the patient to (B)(6) when they paged me. Offered to stay with them an ensure new device starts properly. Started therapy on new device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the initially customer called to simply report they were changing out an arctic sun device for reading improper patient temperature. Patient temperature (pt) was33.5c esophageal/arctic sun, but 36.3c when verified by axillary. Patient was warm to the touch, so they were changing this device out. They were moving the patient to dygnal001 when they paged me. Offered to stay with them an ensure new device starts properly. Started therapy on new device. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.9lpm. They say the baby's temperature must have fallen back down while troubleshooting the device. Guided to system diagnostics. It took a few minutes for this device to stabilize. It sat at -10psi and while trying to remove the fluid delivery line (fdl) which they were unable to do anyway inlet pressure (ip) was stabilized to -7psi. System hours were 3671, pump hours were 758, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.9lpm. Explained correlation between heater capacity and flow rate and prefers to wait and see if any additional troubleshooting is needed. Suggested to contact if any additional alerts or alarms or if flow rate (fr) was unable to maintain at 0.9lpm.